Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad on the insulin pump was locked. Customer could not erase using the esc or act buttons. Customer removed the battery from the pump for 3 hours and the problem continued after that.